Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that a patient (pt) had a break in aseptic technique described as made a mistake and touch contamination during peritoneal dialysis (pd) therapy which contributed to a peritonitis event. The patient also had chronic low albumin attributed to not eating, which contributed to the peritonitis event. The pt was hospitalized and treated with cefazolin and vancomycin (route, dose, and frequency not reported) for peritonitis. Eight days later, the pt was discharged from the hospital. At the time of this report, the pt had recovered from the peritonitis and pd therapy was ongoing. The pt was retrained in proper aseptic procedures for pd therapy. Additional information was requested but is not available.